Event description:
It was reported that the radiopaque markers on either side of the balloon were missing. The target lesion was located in the superficial femoral artery (sfa). A 5.0 x 60mm, 135cm ranger drug-coated balloon was selected for angiogram. During the procedure, the balloon was placed on the sterile field and flushed. The balloon was then inserted into the patient's right sfa over an 018 wire. However, before the balloon was inflated, the physician noticed that the radiopaque markers on either side of the balloon were missing. The balloon was removed from the patient and a 5x60 sterling balloon was used instead to complete the case without any harm to the patient. No patient complications were reported.